Manufacturer narrative:
(B)(4). Result & conclusion: tasc b type eccentric, focal, 4.5cm long lesion, with 80% stenosis.

Event description:
An attempt was made to use a pacific xtreme pta balloon catheter to treat an eccentric, focal tasc b type lesion located in the sfa described as 4.5cm long, with 80% stenosis. The device was inspected prior to use with no abnormality noted; however, it was reported that the balloon of the pacific xtreme device could not be deflated. The balloon then ruptured after 12 inflations at 9 atms. It was reported that the procedure was successfully completed with another balloon catheter. The pt is reported to be fine. No clinical sequelae were reported. Eval summary: the pacific xtreme pta balloon catheter was returned for eval. A small pinhole was detected in the mid portion of the balloon.